Event description:
Sternal talons removed due to pt health complications. The device was explanted on (B)(6) 2012. Product was discarded by facility.

Manufacturer narrative:
This is one of three related MDR's, refer to 9610905-2012-00012 and 9610905-2012-00013. Product discarded by hosp, if further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a f/u report will be sent.